Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/28/2015 with the following findings: one unexplainable por event observed in the bb history on 09/10/2015 at 18:54. The returned battery cap threads were found to be stripped/damaged. Returned battery cap was unable to secure to the pump; intermittent power duplicated. The returned battery cap contact height and width measurements were found to be within the required specifications. A test battery cap was used to complete the investigation. Two battery compartment cracks were observed on the side; one extending from the threads toward the case seal and the other extending from the threads on an angle towards the bumper pad. The battery compartment threads were found to be damaged. Moisture corrosion was observed inside the battery compartment. The pump was exercised for 24 hours using a test battery cap with no power interruptions occurring. A leak test was performed a battery compartment leak was found. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had an intermittent power issue. The reporter indicated that the battery compartment and battery cap threads were stripped and moisture was observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.